Manufacturer narrative:
Although it is unknown whether the producs caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent two level kyphoplasty under moderate sedation due to vertebral compression fracture. The physician followed proper technique for case. Cement did get into a vein but it was minimal and the physician didn't inject more at that consistency. The cement wasn't posterior. The procedure was completed successfully with the original product and the surgeon left the room. The patient died in the operating room but the case was over. No known relation to kyphoplasty or product complaint has been reported for the event.